Manufacturer narrative:
Device is combination product. Device evaluated by mfg: a visual and microscopic examination identified several kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The struts on the distal end of the stent were misaligned and stretched out towards the tip. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure the device was unable to cross the lesion. Vascular access was obtained via the femoral artery. The severly tortuous concentric target lesion was located in the left anterior descending artery (lad). The vessel was not calcified. The lesion was predilated and then a 3.50x38mm promus element stent delivery system (sds) was advanced to the lad; however the device was unable to cross the lesion. The procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However returned device analysis revealed sten damage.